Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1, "introduction," lists the adverse events, including infection, bleeding, and wound dehiscence, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section d4: device manufacture date (h4) was not provided. The primary UDI number in d4 is updated with all of the current information available. Section b3: date of event has been entered as the same as published date since date of data collection was not provided. Article title: "distinct roles of omental and latissimus dorsi flaps for blocking infection pathways and protecting a left ventricular assist device". Author information: seo, d., maeda, t., ooka, t., miura, t., ishikawa, k., funayama, e., . . . Yamamoto, y. (2024). Distinct roles of omental and latissimus dorsi flaps for blocking infection pathways and protecting a left ventricular assist device. Heart surgery forum, 27(9), e998-e1002. Doi:http://dx.doi.org/10.59958/hsf.7905 department of plastic and reconstructive surgery, faculty of medicine, graduate school of medicine, hokkaido university, sapporo, 060-8638, japan department of cardiovascular and thoracic surgery, faculty of medicine, graduate school of medicine, hokkaido university, sapporo, 060-8638, japan no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article "distinct roles of omental and latissimus dorsi flaps for blocking infection pathways and protecting a left ventricular assist device" that a 42 year old male patient had a long history of dilated cardiomyopathy and bronchial asthma. Approximately 3 years and 10 months post-implantation of the heartmate ii (hm2), a suspected malfunction in the power delivery line had made it necessary to exchange the heartmate ii for a heartmate 3 (hm3). Due to differences in the dimensions of the devices, modification of the thoracic cage was required, which included coverage of the device with a gore-tex sheet, resection of the 6th and 7th ribs, and application of a rib fixation plate. Two weeks after insertion of the new device, a serous fluid accumulation was noted beneath the surgical site, resulting in wound dehiscence. Reopening and drainage were performed, followed by application of an npwt system for 1 month. Although the wound had initially closed, exposure of the rib fixation plate occurred 3 months later. The wound was debrided and the lvad repositioned. Despite these interventions, wound dehiscence recurred, necessitating reapplication of the npwt system (snap). Cultures from the wound yielded candida albicans, prompting the initiation of npwt with instillation and dwell 3 times a week on a sterile operation field alongside antifungal therapy. After 1 month of conservative treatment, the wound showed no signs of improvement, and he was referred to the plastic and reconstructive surgery department. A CT (computed tomography) scan revealed an abnormal fluid collection around the lvad pocket, suggestive of infection and hematoma formation, and improvement had been noted on monthly follow-ups, and no density changes or abnormal fluid collection around the driveline. The postoperative echocardiogram for the lvad showed increased peak velocity at the inflow cannula, as well as mild diffuse hypokinesis of the left and right ventricles. The aortic valve opened fully with no regurgitation, and there was mild mitral regurgitation. Tricuspid annuloplasty showed trivial regurgitation without stenosis, and mild pericardial adhesion was noted. Laboratory findings revealed mild leukocytosis and mild elevation of c-reactive protein. A surgical incision was made around the discolored and indurated skin tissue. Then, the gore-tex sheet and deteriorated soft tissues were completely excised. The debridement resulted in a soft tissue defect measuring approximately 16 × 5.5 cm. A pedicled omental flap and a pedicled latissimus dorsi (ld) flap were elevated to prepare for reconstruction. The omental flap was raised through a median laparotomy incision and was used to cover the driveline. The musculocutaneous ld flap was used to cover the lvad and the skin defect. The donor site of the ld flap was closed using a split-thickness skin graft. The patient has been under observation for 6 months postoperatively and has shown no signs of recurrent infection around the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The site stated that no further information would be disclosed regarding publications or academic presentations as they were original research.